Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The event occurred after three or more hours of insertion. The insertion site was the abdomen. Blood glucose level was 450 mg/dl at the time of the event. Therefore, patient took correction injection via multiple daily injections (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.